Event description:
It was reported the initial implant procedure was on (B)(6) 2021. On (B)(6) 2022, the surgeon performed a routine removal procedure to explant the aculoc2 plate and the locking screw. During this removal procedure, the three driver tips were broken. The surgeon had to puncture the screw head to remove the plate, and the screw tip was left in the patient. It was also reported that this issue resulted in an estimated procedural delay of "30 minutes or more". This report is related to report numbers: 3025141-2022-00182, 3025141-2022-00183, 3025141-2022-00184, and 3025141-2022-00185 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.